Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot up and charge because the device will not turn on. Perform functional test: cannot perform due to power issues. Download and review receiver log: cannot download due to power issue. Cut open case, inspect hw: fail, hw inspection reveals red moisture sticker indicating interior moisture damage, heavy corrosion on pcb. This will lead to power and reset issues. Replacing battery does not fix problem. The reported event of initializing screen without manual restart was undetermined. A root cause could not be determined.